Event description:
Scrub tech was putting the instrument sheath onto the sp monopolar scissor prior to robotic ports placed in patient and noticed that the sheath was a few mm longer than the instrument tip and looked shorter on visualization. We obtained another sp monopolar scissor and the instrument sheath fit perfectly without any issue. Comparison of the two instruments revealed the defective instrument to be shorter and further inspection showed that a portion of the flexible tip was bent out of shape. Defective instrument was taken off the sterile field and not used on the procedure.